Event description:
It was reported that during the implant procedure, blood entered into the lead lumen. The lead was not implanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.